Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not use proper disconnect procedures when disconnecting from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient improperly disconnected from therapy. This occurred during drain three of five. The care giver stated that the patient disconnected from the homechoice and did not clamp or cap the patient line. The care giver stated the patient would therapy using continuous ambulatory peritoneal dialysis (capd). Proper procedure was reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.